Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device.  A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the reported event of no alarm of upstream occlusion resulted in the patient not receiving the intended medication for up to 8 hours. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Health effect clinical code e2401 is replaced by e2403. H6 health effect impact code f05 is replaced by f26. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump "tubing of bumex infusion was kinked above the pump. Pump did not alert upstream occlusion - pump registered that this medication had been infusing properly, but this rn noticed that the bumex bag was still full (should have gone through at least one 100 ml bag throughout shift) and that blood had backed up into the IV tubing." The coronary intensive care unit ( dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.